Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09-jul-2018 device evaluation: the device has been returned and evaluated by product analysis on 29-jun-2018 with the following findings: the pump's black box showed no evidence of intermittent power on the date of the complaint. The pump information from the date of the complaint had been overwritten due to continued use. The pump was exercised for 24 hours with no power issues observed. The alleged issue could not be duplicated.